Event description:
Additional information was received (B)(6) 2019: it was reported patient was admitted on (B)(6) 2019. Patient had persistent purulent drainage at his lvad driveline site. He reported good adherence to chronic doxycycline. Outpatient CT scan confirmed fluid collection and inflammation along the driveline in the left abdomen. Debridement surgery occurred (B)(6) 2019 with srs. Vacuum assisted closer was placed near driveline site. Cultures were taken in the operating room and came back positive for mssa. Patient was discharged on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
History of persistent driveline infection reported under (B)(4). The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months, 28 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient has a history of persistent percutaneous lead (driveline) exit site infection despite long term antibiotics ((B)(4)). It was reported purulent fluid was present along the driveline along with tissue with the appearance of infection near the exit site. This affected tissue extended deep into the abdominal wall fascia into the abdominus rectus. The infection did not appear to spread past the muscle. Patient underwent driveline debridement surgery on (B)(6) 2019. All infected tissue material was debrided. The new driveline exit site is to the left of the midline. No additional information was provided.